Event description:
During a colectomy procedure, the device would not staple. Staples were delivered malformed. The surgeon used another like device to complete the case. There was no patient consequence.